Event description:
The instruments were used during a thoracotomy/lung biopsy. It was reported the first instrument, ez45b, would not fire on first firing. It was reloaded with a new cartridge and then was difficult to open. It was removed from the field. Another instrument, ez45b, was used successfully for approximately 4-5 firings. On approximately the 5-6th firing on the left upper lobe of the lung, the instrument seemed to fire appropriately. No unusual audible or tactile feedback was noted. When the jaws were opened after firing, the surgeon saw a stream of blood. Patient lost approximately 700cc of blood and was transfused with 1000cc plasmanate. Surgeon opened ez45g and fired to control the bleeding and proceed with case. 1/24/97 patient initials ls, weight: 165#, height: 5'10", male, dob 5-10-64.

Manufacturer narrative:
Visual inspections & results: lockout position: abcdef fired. Cartridge condition; abcdef fully fired. Cartridge return batch number; abc ep0012 d h0. Instrument number; a na b 0135. Functional tests & results: condition of firing trigger lockout; ab good. Condition of pinion gear; ab good. Condition of short rack; ab good. Condition of yoke; ab good. Test cartridge batch#; a j00n7c. Was instrument cycled; ab yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. Instrument a was returned in good physical condition. Instrument b was returned with a nicked knife. Instrument a was cycled, fired, cut, and formed the staples within design specification. It was concluded that instrument a was conforming to design specifications. Instrument b was cycled, fired, and formed the staples within design specification, but had a rough cut due to the nicked knife. No conclusion could be reached as to how the knife had become damaged. Each instrument is evaluated during the assembly process to ensure it functions properly.